Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) and reported that during pre-use operational checking, it was observed that the device is impossible to charge. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The unit kept operating when the issue was found. The reported phenomenon was duplicated. The black terminal of the power harness assembly 6p connector (male side) was observed to come off. The pse replaced the rp-cable, harness, power, v60 to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on the information provided and/or service performed it has been confirmed the unit did not meet product specifications.